Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that just after implant there was an alarm for lead impedance, which occurred one time and following the impedance was found to be stable. It was also reported that later the lead displayed short v-v and the sensing integrity count was noted. A review of the clinical data information revealed t wave over-sensing and low r waves. Re-programming or lead re-positioning was suggested. At this time the lead remains in use and no patient complications have been reported as a result of this event.